Event description:
It was reported that during an implant procedure, the extended silence alarm button was not visible or selectable. The pump was prepared and assembled for implantation, after priming procedure, the pump was disconnected from the system controller. The driveline disconnect alarm appeared, the user was not able to select the extended silence alarm button. The alarm was silenced several times on the system monitor, eventually the extended silence alarm popped up and was selected. The issue was resolved. No additional information was provided.

Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of screen issues on the system monitor was unable confirmed. The system monitor was not returned for analysis and no images of the event were submitted for review. A log file (a7211149) was submitted for review with events spanning approximately 1 day (20jul2021 ¿ 21jul2021 per timestamp). The log file did not contain any events that would indicate an issue with the system monitor. Additional information provided on 09aug2021 stated that it was no longer possible to identify the monitor in use at the time of the reported event. A root cause for the reported event was unable to be conclusively determined through this investigation. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were unable to be reviewed for the system monitor due to no serial number being provided. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B), section titled ¿setting up the system monitor for use with the power module¿). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU (rev. B). Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department (rev. B). No further information was provided. The manufacturer is closing the file on this event.